Event description:
It was reported that patient had called to complain about the quality issue with the statlock devices received in november. Patient said that statlocks were breaking off and patient had to put a new one on. Ideally the order should last well over 5 weeks, but patient now only had 2 lefts. They had sent a replacement order in the meantime.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: application technique: prep 1. Place foley catheter into retainer. Directional arrow should point towards catheter tip, and balloon inflation arm should be next to the hinge. 2. Close lid, being careful to avoid pinching the catheter. 3. Identify securement site by laying the device retainer on the front of the thigh, leaving 2.5 cm of catheter slack between insertion site and the statlock device retainer. Place and peel 7. Align the statlock stabilization device over securement site leaving 2.5 cm of catheter slack. Make sure leg is fully extended. 8. While holding the retainer to keep the pad in place, peel away paper backing, one side at a time and place tension free on skin. Removal technique disengage 1. Open retainer by pressing release button with thumb, then lift to open. 2. Remove foley catheter from the statlock device. Correction- d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had called to complain about the quality issue with the statlock devices received in (B)(6). Patient said that statlocks were breaking off and patient had to put a new one on. Ideally the order should last well over 5 weeks, but patient now only had 2 lefts. They had sent a replacement order in the meantime.